Event description:
Info received indicates, the head section is drifting down when there is weight on it.

Manufacturer narrative:
The account cleaned the excess lubrication from the head drive to repair the bed.